Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for routine follow up. Upon device interrogation, it was confirmed that notifier was delivered for inappropriate low, hv lead impedance. Lead remains implanted.